Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device would not power on; it was added that it also kept losing data. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were in tact. Multiple high pressure alarm messages were found during error history log review. Battery loss alarm test was performed: pump ran 2min 32.41sec, pump alarmed 2min 30.06sec, stop watch #6722 test: passed. Customer problem was not duplicated in that the pump "will not power on; keeps losing data" issue during the investigation. Multiple high pressure alarm messages were found in the pump's event history logs after starting and double beeping after power up when batteries are inserted. Actions/repairs were done to correct the reported issue: downstream occlusion sensor replaced.